Manufacturer narrative:
(B)(4). D6a: exact implantation date is unknown however was reported to have occurred between may 2020 and october 2022. D10: medical product: unknown comprehensive reverse humeral stem: catalog#ni, lot#ni; unknown comprehensive reverse humeral tray: catalog#ni, lot#ni; unknown comprehensive reverse humeral bearing: catalog#ni, lot#ni; unknown comprehensive reverse glenosphere: catalog#ni, lot#ni. G2: foreign: germany. G2: literature: navas l, schmidt s, vogel c, ulmar b, zimmerer a, guehring t. Assessing the efficacy: mid-term clinical and radiological outcomes of the comprehensive short stem system in reverse shoulder arthroplasty. J shoulder elbow surg. 2025 apr;34(4):1024-1031. Doi: 10.1016/j.jse.2024.07.035. Epub 2024 sep 11. Pmid: 39270772. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
On 01-jul-2025, a journal article was retrieved from journal of shoulder and elbow surgery (2025) that reported a study from germany which retrospectively reviewed prospectively collected data. The purpose of the study was to collect clinical and radiological data following reverse shoulder arthroplasty (rsa) with a straight-short onlay humeral stem. The study reviewed 93 patients that had undergone primary rsa with a 55 mm straight short stem (micro; comprehensive reverse shoulder system; zimmer biomet) between may 2020 and october 2022 at orthopadische klinik paulinenhilfe stuttgart. Indication for surgery included cuff tear arthropathy in 60 patients (65%), massive rotator cuff tear in 31 patients (33%), and fracture in 2 patients (2%). All shoulders used a deltopectoral approach with a cementless stem implanted. Impaction grafting was used as needed to achieve pressfit stability. The study population had a mean age of 73 years at time of surgery (range 40-90 years); (41 males / 52 females). The follow-up period had an average length of 35 months (range: 24-41 months). It was reported that one (1) patient sustained a stroke on an unknown timeframe post-implantation. No further discussion regarding subsequent intervention was provided and due diligence is complete as multiple attempts have been made however no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records was not performed. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. A stroke can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks. An ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot which can be cardiogenic due to underlying atrial fibrillation or from anti- or hypercoagulants which change the viscosity of the blood. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure and typically requires medical intervention. As there are multiple factors that may contribute to a stroke outside the control of zimmer biomet, investigation results concluded that the root cause of the reported event is attributed to non-device related factors. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on (B)(6) 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.